Event description:
An i.v. Pole for hta system was used during a therapeutic hydrothermal ablation procedure in 2008. (Patient age and weight unknown). According to the complainant, during the procedure while they were doing hysteroscopy, the physician noticed that there was fluid coming out of the cervix. Two minutes into the heating, the machine stopped and had a 10cc fluid alarm: the machine again alarmed at 4 minutes. The physician pulled the rayteks and noticed they were wet. The physician noticed the edge of the vagina had a burn and some tissue had slough off. Not completed due to this event. There is no further information available regarding the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Product not returned by manufacturer